Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up a cardiac perforation was noted during an echocardiogram. The lead was explanted and replaced. The patient experienced no adverse consequences as result of this event and is in good condition following the procedure.